Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic torn off. The reporter believes the damage was caused by the foam tip plunger. The lens was removed and replaced without incident.